Manufacturer narrative:
Unit received with new software release alarm followed by failure of flash memory alarm due to poor solder joints at u4 on motherboard. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a new software release alarm and a failure of flash memory alarm on the insulin pump. The customer's blood glucose was unknown. Nothing further reported.